Event description:
It was reported that the surgeon inserted a micl 13.2 implantable collamer lens in 2006 and it was explanted on 08/29/2006 due to excessive vaulting. The reporter stated that he believes that incident was the result of inaccurate calculations used to determine the lens size and there is not a problem with the lens. The incision was enlarged to remove the lens and sutured after a shorter lens was implanted.

Manufacturer narrative:
Evaluation codes: method (other): lens work order search. Results (other): visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. A work order search was performed and there was one similar complaint found within the work order. Conclusion (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.